Event description:
It was reported that the defibrillator lead has had issues with over sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the defibrillator lead has had issues with over sensing. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead integrity alert has gone off repeatedly showing oversensing, sensing integrity count, non-sustained tachycardia, and apparent insulation metal ion oxidation wear. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.